Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had been lost to follow-up. The patient presented to the clinic with palpitations. Noise was observed on the rv lead. The lead will be revised during expeditious device replacement due to eri. No further information is available.